Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that a wire went through the bend of the pigtail catheter. Consequently, a new catheter was used in the procedure. There was no pt injury reported.